Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. One device was received for evaluation. The complaint was confirmed. Error code 45983 was present during functional testing. The cause was the main board. Replaced main board. The device passed functional testing after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump had error code (ec) 45983. Occurred during testing. There was no patient involvement.